Event description:
It was reported by the eye care provider (ecp) that the pt developed an ulcer in the left eye after wearing the contact lenses. It is noted that the pt is a long time wearer of these contact lenses. The ulcer is now healed. Additional info received on (B)(4) 2012, which states the pt was diagnosed with a peripheral corneal ulcer, 1-2 mm in size with moderate pain and moderate redness. Permanent scarring is noted. The treatment was unspecified eye drops and no contact lenses. The best corrected visual acuity prior to and after the event is noted as 20/20. The event has resolved and the pt has resumed contact lens wear.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unk, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).